Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that an (B)(6) patient had a skin irritation under the rear therapy electrodes. The area was described as a red rash with no blisters or sores. During a follow up the patient reported that his doctor prescribed a cream and the irritation had healed.